Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; e1; g3; h2; h3; h6 and h11. Corrected fields: e3; g4. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the r-unit (charge coupled device); light guide bundle was chipped; video connector contacts were corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the r-unit. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device exhibited abnormal color vision. The issue was identified during setup or inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.